Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with unknown mentor breast implants experienced bilateral capsular contracture postoperatively, baker grade unknown. The patient complained of pain and pulling sensation, and capsular contracture was suspected by healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report has been defaulted to saline breast implant due to unknown type. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the second of two implants.